Manufacturer narrative:
On photo and one sample was received for quality evaluation. Visual inspection of the sample did not identify any damages or abnormalities. The infusion set was then primed; however, a leak was immediately identified coming from the outlet port of the second smartsite in the construction. Further examination under magnification indicates that the tubing is not fully bonded to the inner surface of the y-site outlet port. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the probable root cause of the issue was that the solvent dispenser was not functioning properly or the assembler no conducting the bonding process as directed in the standard work instruction. The changeover and cleaning frequency of the tool used to assist the solvent dispenser was reduced from 4 hours to 3 hours to mitigate the risk of tool occlusion. Additionally, the personnel involved in the dispenser maintenance were made aware of the update and the schedule change. A device history record review for model 2420-0007 lot number 25073020 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: tubing leaking below alaris set [from an access port?] Material: 2426-0007. Lot: 25073020. Issue: rn priming primary IV alaris tubing with normal saline and noticed tubing leaking fresh out of the package. Leak is right below the upper-most, right port below where it fits into the channel. Bd alaris pump infusion set, ref (B)(4). Lot 25073020. Tubing kept in 7ne nurse manager office. Was not used on a patient.